Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing approximately 30-40 minutes after implant. The oversensing resulted in pacing inhibition for under 2 seconds. No further oversensing was observed and device check was appropriate. Sensitivity was reprogrammed as a precaution. Boston scientific technical services (ts) reviewed the telemetry strip and discussed possible oversensing of air bubbles. No adverse patient effects were reported.